Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the friction lock on the introducer sheath was advanced beyond the mid-joint on the proximal end of the pusher; the coil was intact with the distal detachment tip (ddt) on the pusher assembly. The outer diameter of the coil and pusher assembly were measured and found to be with specification. The introducer sheath was slowly retracted over the mid-joint on the proximal end of the pusher. The ruby coil was introduced through the hub of a demonstration px slim delivery microcatheter (px slim) and advanced distally without an issue. However, the pusher assembly to the ruby coil was kinked. Conclusions: evaluation of the returned device revealed that the friction lock on the introducer sheath was advanced distally beyond the mid-joint on the pusher assembly. This type of damage likely occurs due to improper handling during use. If the friction lock on the introducer sheath is advanced distally beyond the mid-joint on the pusher assembly, it is likely that the coil will be difficult to be advanced into a microcatheter. Further investigation revealed that once the introducer sheath was re-positioned in its proper location, the coil was able to be inserted into a microcatheter without an issue. The outer diameter of the coil and pusher assembly were measured and found to be with specification. Penumbra coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician introduced the ruby coil introducer sheath into the hub of another manufacturer's microcatheter but was unable to advance the ruby coil through the microcatheter. The ruby coil never entered into the patient and was removed. The procedure continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.